Event description:
It was reported that the charge pak (internal battery charger), attention and service icons were displayed and the device would not turn on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.